Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 4. Details of surgery: sinus perforation. On 2024-04-29, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.